Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the severely tortuous and severely calcified unspecified artery. The 2.50x8mm liberte bare stent delivery system was advanced to the lesion and was unable to cross the lesion and the stent became damaged. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the liberte-veriflex device was received with contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was a shaft kink 21cm from the distal tip. There was distal tip damage. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damage and crossing difficulty or the confirmed shaft kink and tip damage. A thorough analysis of the returned device could not confirm the reported stent damage and crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred the target lesion being treated was located in the severely tortuous and severely calcified unspecified artery. The 2.50x8mm liberte bare stent delivery system was advanced to the lesion and was unable to cross the lesion and the stent became damaged. The procedure was completed with another of the same device and no patient complications were reported.